Manufacturer narrative:
Concomitant medical product: perfix plug <(>&<)> mesh (left) (lot number: huwb0504). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the onlay implant, the patient experienced recurrence, contracted mesh, abscess, adhesions, painful mass, and meshoma. Post-operative patient treatment included hernia repair with new mesh, dissection of the mesh, injections, and removal of mesh.